Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14b20065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the date of onset of peritonitis event was unknown. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The treatment included ceftazidime (0.5g daily, route not reported) for peritonitis. At the time of this report, the patient completed the treatment with antibiotic and was recovered from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 1 of 2 involved in this event.